Manufacturer narrative:
(B)(4). Difficulty to position the sds through the introducer sheath may be related to several factors including, but not limited to, manufacturing, damage to the device or introducer sheath, outer diameter (od) of device, inner diameter (ID) of sheath, od/ID clearance, insertion technique or an interaction with accessory devices. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. In this case, it is possible that the introducer sheath inner diameter used may have been greater than the minimum recommended sheath size of 2.20 mm as labeled on the omnilink elite product label. Resistance with the introducer sheath during advancement may have contributed to the resistance with the guide wire during advancement attempt and subsequently led to the difficulty to remove. Although a conclusive cause cannot be determined there is no indication of a lot specific product quality deficiency associated with this lot.

Event description:
It was reported that during the procedure to treat the iliac artery, a non-abbott 6frx25cm sheath and a .035 non-abbott guide wire were being used; however, during the attempt to advance the omnilink elite stent a great resistance was noted in the sheath between the guide wire, the omnilink and the sheath. The stent delivery system (sds) could not advanced and became completely stuck in the sheath 6fr. The sheath and sds were removed as a unit. During retraction of the sds from the sheath outside the anatomy, resistance was felt; however, the sds was able to be removed from the sheath without damage and in good condition. The sheath was discarded. Another sheath 7fr was used to complete the procedure and the same omnilink elite stent was advanced and successfully implanted in the target lesion without issues. There was a clinically significant delay in the procedure; however, no adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4).